Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection following an lso surgery in which floseal was used during the procedure. The cause of the infection was unknown. No further information was provided regarding the surgical technique. During follow up, it was noted that the patient had developed an unspecified infection. Treatment for the infection was not reported. No further information was provided regarding the patient's outcome. No additional information is available.